Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: a cardiac tamponade was diagnosed after using a lunderquist wire guide to guide the farawave catheter into the left atrium and in the physician¿s opinion the most likely cause was a wire guide puncture of the left atrial appendage. The lunderquist wire guide was not returned and based on the information provided the ultimate cause for the deterioration in the patient¿s health cannot be determined, but it cannot be excluded that the wire guide perforated the left atrium with subsequent life-threatening cardiac tamponade. However, it should be noted that according to the instructions for use supplied with lunderquist wire guides, these are intended for use in the major vessels, the aorta and vena cava, including their access vessels and adjacent vessels. There are adequate controls in place to ensure the device was manufactured to specifications. It was assessed that because no non-conformances were detected, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to medwatch report (B)(4): "it was reported that after a pulse field ablation procedure using a farawave catheter the patient experienced cardiac tamponade likely caused by a perforation. The procedure had been completed successfully, when they attempted to check the isolation of the left pulmonary veins they were unable to reach the location easily, so all devices were withdrawn, and the procedure was completed at that point. The data from the procedure was reviewed and it was noted that during the 8th ablation the patient's heart rate increased and st elevation was seen on the ECG, the rest of the patient's vitals were normal. After the procedure an ultrasound showed pericardial fluid and at that time, they decided to observe the patient to see if the situation resolved on its own. Before the patient could be moved to the critical care unit for observation their blood pressure dropped, and their heart rate increased more. The patient reported not feeling good. A second ultrasound was performed, and cardiac tamponade was diagnosed. A pericardial puncture was performed, and the fluid was drained, then the patient was transferred to the cardiac care unit. In the physician's opinion the most likely cause was a guidewire puncture of the left atrial appendage, however, the ultimate cause could not be confirmed.

Manufacturer narrative:
Manufacturer ref# (B)(4) blank fields on this form indicate the information is unknown or unavailable. D4) catalog# is unknown but referred to as cook lunderquist guidewire h11) corrected data compared with medwatch report: d2) lunderquist j-tip d3) cook medical llc e1) united states e3) occupation: assistant director h6) 1817: non specific EKG/ECG changes 1914: low blood pressure/ hypotension 2095: tachycardia 2226: cardiac tamponade 2359: malaise investigation is still in progress this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.